Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
Rga originally not deemed to be a complaint. Description was listed as "not making q rings", and device had been in the field since 08/25/05. Upon receipt of sample and preliminary evaluation on 04/12/07, device was found to have wire in tip which tends to result in straight shots.